Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). According to the complainant is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used on an unknown date. According to the complainant, during the procedure, the biopsy cap popped off from the biopsy port of the scope causing fluids to spray everywhere. They were able to complete the case with this device. There was no serious injury nor any adverse patient effects reported as a result of this event.